Event description:
Report received from (B)(6) requesting service as needed. During servicing of the device, a damaged neuro tip was found. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).